Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2007: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: abdominal lipodystrophy and lipodystrophy of the medial thighs. Postoperative diagnosis: abdominal lipodystrophy and lipodystrophy of the medial thighs. Operative procedure: abdominoplasty, liposuction of the flanks and medial thighs. (B)(6) 2011: [facility ni] [not indicated]. (B)(6) . Questionnaire. Reason for visit: recurrent hernia. How long have you had this problem: 3 years. Occupation: attorney. List previous and current medical problems: hodgkin¿s lymphoma 1998-1999. List previous surgery: hernia repair 2008 x2, hysterectomy 2001, tummy tuck 2007, cesarean-section x2 1993 and 1997. (B)(6) 2011: surgeons group of baton rouge. [Signature illegible]. History and physical. Hernia. Has had two primary repairs with parietex mesh with another bulge. Impression: recurrent incisional hernia. Plan: laparoscopic repair. CT: colon in the hernia. (B)(6) 2011: [facility ni]/ [signature illegible]. History and physical. Chief complaint: abdominal hernia. Impression: recurrent incisional hernia. Plan: schedule and consent for repair. (B)(6) 2011: (B)(6) medical center. Nurse notes. Medical history: bronchitis, gastroesophageal reflux disease, hodgkin¿s disease-resolved, fever blisters. Temperature: 99.2 degrees. Weight: 81.0 kg [178.2 lbs.]. Implant procedure: laparoscopic repair of a recurrent incarcerated incisional hernia repair with lysis of adhesions. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/8535474, 15 x 19 cm] implant date: (B)(6) 2011 (hospitalization (B)(6) 2011) (B)(6) 2011: (B)(6) medical center. (B)6), res. Operative report. Surgeon: karl (B)(6), md. Assistant: (B)(6), md. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional incarcerated hernia. Findings: none. Drains: none. Mesh used: is a gore dual mesh 15 x 19 cm. Specimens: none. Estimated blood loss: 15 ml. Complications: none. Condition: stable. Hernia size 5 x 7 cm. Indications and procedure in detail: ¿ms. Strickland is a 43-year-old female patient with a history of multiple attempts at a hernia repair in the upper abdomen complained of right upper quadrant pain. She was found to have an incisional hernia. After appropriate risks and benefits were explained and consent signed, the patient was taken back to the or and laid in supine position. Appropriate antibiotics were given. Anesthesia was initiated and once adequate, the area was prepped and draped in the usual sterile fashion. Please note 3 minutes before placing the drapes to allow the prep to dry we then placed an ioban. At this point we placed a trocar in the right upper quadrant and we entered the abdomen without any difficulty and there was no damage to the viscera. The abdomen was insufflated to 12 mmhg using carbon dioxide and then placed a port in the left upper quadrant, left lower quadrant and right lower quadrant. We appreciated an area of adhesions. This was all omentum without any bowel and this was dissected free using the scissors which were heated. We also took down part of the falciform ligament to provide adequate ingrowth to fascia. After measuring the hernia in a desufflated position it measured 5 x 7 cm. We decided to use a 15 x 19 cm gore dual mesh plus mesh. We placed two eptfe sutures at the longitudinal aspects and then folded the mesh up in a standard fashion. We were able to pull it through a trocar site using the single action grasper. We lined up the sutures felt to be the most superior inferior aspect. We used a suture passer and placed it in the most superior aspect and most inferior aspect of what we felt the mesh would be taut. We statted these. These were found to be in good position and the mesh remained taut. These were tied. We then used the lower six to created a double crowning of tacks and then placed two more sutures with the suture passer and eptfe suture medially and three laterally. We continue to check the abdominal viscera and there was no bleeding appreciated. There were no bowel injuries throughout the case. Again prior to desufflated the abdomen we checked the omentum that we had removed and there was no active bleeding. At this point, we desufflated the abdomen and removed the trocars. All counts were correct times two. We closed the trocar sites with 4-0 monocryl in interrupted fashion. The patient tolerated the procedure well. All counts were correct times two. Dr. Leblanc present during the duration of the procedure. Steri-strips and sterile dressings were applied and the patient was taken to pacu in stable condition.¿ (B)(6) 2011: (B)(6) medical center. Intraoperative nursing record. Asa class: 2. Wound class: 2-clean-contaminated. (B)(6) 2011: (B)(6) medical center. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 8535474. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/8535474) was implanted during the procedure. Relevant medical information: (B)(6) 2011: (B)(6) medical center. (B)(6), res. Discharge summary. Diagnosis: recurrent incisional hernia. History of hodgkin¿s lymphoma. Depression. Admitted as a same-day admit for a planned laparoscopic mesh repair of recurrent incisional hernia. Patient underwent the procedure; tolerated well. Postoperatively, diet gradually advanced, she was transitioned to oral pain medications. By postoperative day 2, pain well controlled on oral medications, tolerating diet, able to ambulate and felt to be in good condition for discharge. Wounds were clean, dry, intact. Abdomen soft and nondistended. Discharged to home. Instructions: activity as tolerated, diet as tolerated, follow up with dr. Leblanc in 2 weeks, okay to shower, no bathing, pat wounds dry, no driving while taking narcotics. (B)(6) 2012: our lady of the lake regional medical center. [Signature illegible]. History and physical. Chief complaint: infection. Had open [illegible] repair with [illegible] and left incisional ventral hernia by me (B)(6) 2011. Still with fever and chills. Quit smoking. Impression: mesh infection. Plan: excision. Explant procedure: incision and drainage with debridement, mesh removal and pulsavac of wound. Explant date: (B)(6) 2012 (hospitalization (B)(6) 2012) (B)(6) 2012: (B)(6) medical center. (B)(6), md. Operative report. Surgeon: (B)(6), md. Preoperative diagnosis: mesh infection. Postoperative diagnosis: mesh infection. Assistant: joseph morris, md. Two staff physicians were needed secondary to no qualified resident available. Procedure: ¿after informed consent was obtained from the patient and all questions were answered, the patient was brought to the operative suite and placed in the supine position. General endotracheal anesthesia was performed. The patient was prepped and draped in the usual sterile fashion. We then made a midline incision through the patient¿s previous incision. We dissected down to the fascia and encountered what appeared to be infected mesh. The fascia was intact but there was an abscess cavity. We then removed the mesh and then pulsavac the wound. We left the wound open. The patient tolerated the procedure well.¿ relevant medical information: (B)(6) 2012: (B)(6) medical center. Intraoperative record. Scheduled procedure: incisional herniorrhaphy with component separation. Asa class 2. Wound class 4-infected. Specimens: abdominal mesh infection. Test: aerobic and anaerobic. (B)(6) 2012: pathology group of louisiana. (B)(6) md. Pathology report. Accession: 10030429. Clinical data: recurrent incisional hernia, infected mesh. Final pathologic diagnosis: synthetic mesh material, clinically infected mesh and recurrent incisional hernia (gross examination only). Specimen(s) submitted: gross description: infected abdominal mesh: received in formalin is an 11 x 7.5 x 1.5 cm aggregate of synthetic mesh material with [illegible] tan-yellow tissue. No sections submitted, gross examination only. (B)(6) 2012: (B)(6) medical center. (B)(6); (B)(6), md. Discharge summary. Discharge diagnosis: infected hernia mesh. Procedure performed: removal of infected hernia mesh. 44-year-old who presented to clinic with history of previous ventral hernia with complaints consistent with an infected mesh. Admitted to same-day surgery. Postoperatively, transferred to floor in stable condition. Did have slight issue with pain control which was addressed. Postoperative day 2, was tolerating diet. Remained afebrile, white count was coming down. Decision made she was stable to be discharged. Disposition: home. Activity: as desired. Instructed to monitor/record drain output. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterialmesh device brand] instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: surgery to remove mesh, open draining wound, abscess, infection, severe and chronic pain/discomfort. Additional event specific information was not provided.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.